Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use of the pressure monitoring set, when the respiratory therapist touched the right radial arterial line tubing the tubing pulled out/became disconnected from the vamp and blood drained on the floor. The rn was able to clamp the line and attach new vamp and tubing to a line hub. There was no allegation of patient injury.

Manufacturer narrative:
One model pxavmp3 dpt, without any attached component, was returned for product evaluation. The customer report of tubing pulled out/disconnected from the vamp was not able to be confirmed. The vamp system and tubing set were not returned with the dpt unit. No visible damage was observed from the returned dpt. The dpt was primed without any problem. The dpt zeroed and sensed pressure on hemosphere monitor. No leakage was noticed from the dpt during pressure test. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. Since the complaint affected unit was returned for evaluation and no defect was found a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process, 100% of the units go through continuous monitoring sampling, qa sampling inspection, and a visual inspection. The device history record review was performed and no manufacturing non conformances were identified associated to the reported malfunction.